Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedances. Surgical intervention was performed and the lead was repositioned. Following repositioning the lead exhibited high threshold measurements. The physician elected not to reposition the lead again as the patient is not ventricular pacemaker dependent. The lead remains in service. No adverse patient effects were reported.